Manufacturer narrative:
Product analysis the device was received with the thumbswitch approximately halfway between the ¿on¿ and ¿off¿ position and the cutter was positioned approximately 14mm inside the housing blocked by biologics, the thumbswitch was retracted to the ¿on¿ position and the cutter returned to the cutter window. There is damage to the distal edge of the cutter window the thumbswitch was then fully advanced and the cutter advanced approximately 14mm into the housing before it was stopped by the bio logics. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A hawkone m directional atherectomy system was intended to be used for treatment of a calcified/plaque lesion with 50% stenosis in the right mid region of the superficial femoral artery. The artery had a diameter of 6mm and had moderate calcification. A 6fr 45 cm non-mdt sheath was used with a 0.014" spider guidewire, a 6mm embolic protection system was used. The IFU was followed. It was reported that the thumbswitch for the cutter would not fully switch off and the plunger would not fully advance into the nosecone. The defective device was removed and a replacement product was used to complete the procedure. There was no patient injury reported.